Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the mobile view station (mvs) monitor shut down after being turned on and had no connection to the image acquisition system (ias) which was waiting for a connection. After rebooting, the issue cleared. There was no patient present when this issue was identified.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue. Analysis found that the reported issue was not a software issue. The issue was due to the system losing power from not being plugged in or left unplugged for long periods. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that it was confirmed that the site was leaving the mobile view station (mvs) unplugged which caused the issue. Since keeping it plugged in, there had been no further issues.